Event description:
It was reported that the device was detached and additional intervention was performed. The 70 - 80% stenosed lesion was located in the moderately calcified and non-tortuous anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. Upon inflation, the balloon ruptured at 2 atmospheres after only a few seconds of inflation, during the first inflation attempt. Following the rupture, the physician withdrew the balloon catheter, however, a portion of the balloon material along with the marker bands remained within the vessel. The physician attempted to retrieve the retained fragments using a snare, but the retrieval attempt was unsuccessful. A final angiographic run was subsequently performed and demonstrated adequate distal blood flow in the treated vessel. The retained balloon fragments and marker bands were left in situ, and no further intervention was planned. There were no patient complications as a result of this event and the patient fully recovered.